Event description:
Additional information was received that the remote home monitoring system issued another alert for a high out of range shock impedance measurement of greater than 200 ohms. When reviewing daily measurements it was noted that the impedance went back into range at 70 ohms. Boston scientific technical services (ts) was consulted and suggested further evaluation. The patient was brought into the office and within range impedance measurements were observed. Subsequently the physician has opted to monitor the patient at this time. No further tests were performed and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement greater than 125 ohms. Additional information was received and indicated that the cause of impedance issue was not determined. No intervention has been done or planned at this time. The system remains in service. No adverse patient effects were reported.